Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited decreased r-wave amplitudes and oversensing resulting in two inappropriate shocks. The patient was subsequently hospitalized for further evaluation. Device data was sent to technical services (ts) for review. Technical services (ts) recommended attempting to reproduce noise and reprogramming to the alternate vector. This device remains in service. No additional adverse patient effects were reported.